Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E1, e3, e4: the initial reporters name and occupation is unknown. The device was returned for evaluation. It was determined that the "loose fitting" was an inline ac fuse holder not having been fully secured, which would have prevented the console from being powered on from ac. The fuse holder was tightened, and issue was resolved. The cause of the aic issue was a loose component (fuse holder in rear console housing). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that there is a loose fitting on the automated impella controller (aic). The customer noted that there was no patient involvement.